Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be the dso sensor and the most probable cause for the broken battery door was customer damaged by dropping the pump, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump was exhibiting intermittent downstream occlusion alarms. The patient was advised to remove the pump from the bag and straighten the tubing. Per reporter when the patient was subsequently removing the peripherally inserted central catheter (PICC) line to remove the elastic sleeve, the pump was dropped and the battery door was broken and could not be reattached. Per reporter, no additional information is available. No adverse patient effects were reported.

Manufacturer narrative:
Other, other text: additional contact information:(B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.